Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the cartridge was damaged at the patient line. Subsequently, the customer's blood glucose (bg) elevated to 362 mg/dl with diabetic ketoacidosis (dka) and was taken to the emergency room (ER). Healthcare provider identified ketones as dangerous. Customer performed an infusion set site change, a correction bolus was delivered, and water was consumed to address bg. The customer's treatment while in ER was unknown; however, the customer was taken off the pump. After admittance to ER, the customer observed an air bubble within the pump supplies. The customer was later admitted to the hospital with bg of 480 mg/dl and was treated with intravenous fluids and insulin. The customer was discharged on (B)(6) 2020 in stable condition. Reportedly, the customer loaded a new cartridge and successfully resumed insulin delivery.